Event description:
It was reported the patient had a fractured catheter in 2012. A catheter revision was performed. There were no reported symptoms. The medication in the pump at the time of the event was unknown.

Event description:
Information was received from the physician's office indicating had a medical history of choreoathetotic cerebral palsy. When the patient gets excited, she flails her arms and has truncal extension. No further information was provided at this time. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 8598a, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type catheter. (B)(4).